Event description:
The facility reports the resident was being transferred from the shower to chair to the recliner. The sling clip became detached at the shoulder and the resident fell out of the sling hitting the floor. The resident suffered a lacertion to the head requiring five stitches.